Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator 2005-(B)(6), 4068 implantable pacing lead 1999-(B)(6). (B)(4).

Event description:
It was reported that the atrial lead had elevated thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.